Manufacturer narrative:
Track belt.

Event description:
It was reported by service report that the tracks were loose and the chair was going down the stairs too fast. No pt involvement or adverse consequences are reported.